Manufacturer narrative:
Additional, changed, and/or corrected data:b.5, d.9, h.3, h.6. Device evaluation:analysis of the returned device identified the weight the device within specification and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported capsular contracture baker grade ii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown, seroma and bleeding. Device has been explanted and replaced.

Manufacturer narrative:
Clarifications to initial reporter: -phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.